Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was doing well before, during, and after the procedure.